Manufacturer narrative:
A single angiographic image was provided by the site which showed a view of a deployed stent in a coronary artery without flow contrast. Inside the proximal to mid region of the deployed stent another undeployed stent was seen positioned. A constriction/displacement in the stent scaffolding in the proximal section of the stent was noted. The displaced struts appeared to be connected throughout the constricted region.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 86% stenosed, 19mm long, concentric, de novo target lesion was located in the non-tortuous and mildly calcified proximal segment of left anterior descending artery. A 24 x 3.00mm promus premier drug-eluting stent was advanced directly for treatment and no significant resistance was encountered. However, during implantation, the stent was fractured. An additional stent was implanted stent in stent to cover the fracture and complete the procedure. There were no patient complications reported and the patient was stable. It was further reported that the balloon was inflated around 3-5 seconds when deploying. No constriction was noted in the deployed stent prior to post dilation. The fracture was noticed following dilation using a 15 x 2.5mm non compliant balloon.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via radial artery. The 86% stenosed, 19mm long, concentric, de novo target lesion was located in the non-tortuous and mildly calcified proximal segment of left anterior descending artery. A 24 x 3.00mm promus premier drug-eluting stent was advanced directly for treatment and no significant resistance was encountered. However, during implantation, the stent was fractured. An additional stent was implanted stent in stent to cover the fracture and complete the procedure. There were no patient complications reported and the patient was stable.